Manufacturer narrative:
Two used blades were returned for evaluation. Each blade is bent. Inner blades are galled at the distal ends and proximal ends. The bending of the blades caused an abnormal metal-to-metal condition resulting in the shedding. Conclusion: improper use.(B)(4).

Event description:
Blade shedd during use; most of the debris could be removed by flushing the joint. Minor fragments still remain in the joint. During standard soft tissue resection in the hip both blades shown metal shedding; no side load was applied to the blade.